Event description:
Client apparently had a reaction to a new latex folding pessary when she had not had a reaction to the previous latex pessary which had been obtained from the same company. When the old latex pessary was re-inserted she again did not react to it.